Event description:
It was reported that the patient accidentally deployed the infusion set from the inset applicator before application, resulting in an incorrectly performed procedure involving the cannula, and a replacement set was shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.